Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was to be escalated to an impella 5.5 device. The team attempted impella 5.5 insertion into right axillary and was unable to access due to anatomy. Several attempts made were unsuccessful. The patient was kept on the impella cp that was already in place and was sent back to intensive care unit.

Manufacturer narrative:
The investigation into the delivery issues-anatomy has been completed. The impella product was discarded. The root cause of the delivery issue - anatomy was most likely due to patient condition.